Manufacturer narrative:
The eval and repair of the device has not been completed. (B)(4).

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications

Event description:
A customer japan reported that an 840 ventilator display went dim, and the ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred.